Event description:
It was reported the asymptomatic patient presented in clinic. Upon examination, an x -ray was completed to reveal the left ventricular lead was dislodged. The lead was explanted and replaced without issue. The patient was stable.